Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2015. Subsequently, patient was on (B)(6) 2015 due to pain, instability and infection. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "early or late postoperative infection and allergic reaction."